Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his blood glucose increased to 503 mg/dl. The patient treated via insulin pump bolus. However, his blood glucose was 511 mg/dl. The patient changed the site and treated again; his blood glucose then decreased to 396 mg/dl. Troubleshooting was declined for the high blood glucose. The customer stated that the issue was the site and not the insulin pump. The insulin pump was not returned for analysis.